Event description:
Reported to (B)(6): angioseal device deployed in the right common femoral artery, however, hemostasis was not excellent and required manual pressure. Patient had absent pulse and ankle brachial index of zero. Taken to or with finding that device had deployed and broke within the vessel. Two pieces of foot pedal were retrieved. Patient was discharged home (B)(6) 2016.